Event description:
It was reported that the patient had return of pain and spasticity due to kink/occlusion and "coiling of the catheter outside of the epidural space at the lumbar site which was noted during a contrast study. During surgery for revision of the catheter, it was noted that the pump pocket appeared to be infected. Cultures were taken and the entire system was removed. The cultures were negative. The pump contained compounded baclofen. The patient recovered without sequela. Please refer to manufacturer's report#: 3004209178200801689.